Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("post implant pregnancy") and pre-eclampsia ("pregnancy (with complications) pre-eclampsia") in a (B)(6) year-old female patient (gravida 5, para 4) who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1997; (B)(6) 2001; (B)(6) 2009 and (B)(6) 2013), urinary tract infection, c-section, pre-eclampsia and miscarriage (miscarriage 1). Concurrent conditions included threatened abortion. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain, pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems -conditions depression") and anxiety ("psychological or psychiatric problems -mental anguish"). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced pre-eclampsia (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (cesarean section). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pre-eclampsia, menstrual disorder, infection, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache and abdominal pain had not resolved and the depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, anxiety, depression, device dislocation, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for essure removal. Reason for removal was essure-caused injuries, as alleged in complaint diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; pregnancy test - on (B)(6) 2013: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: plaintiff fact sheet received. Pregnancy outcome update from not reported to live birth; child healthy. Pregnancy information, delivery date were added. Onset date of event pelvic pain, headache, migraine were added. Historical condition, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.